Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error was followed by a 1123 error (p3=3) was found on axes controller arm (aca) indicating inter-integrated circuit (i2c) fault on the pitch, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power up causing the system to disable usm. The unit was then installed onto a patient side cart fixture test platform (pftp) where adaptive gain control (agc) current was found to be failing on the pitch searchlight assembly with error 32056 and 1123 (p3=3). During testing, the pitch searchlight assembly was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that pitch searchlight assembly was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered repeated errors on the system. Customer power cycled the system before calling in, but the error remained. Technical support engineer (tse) viewed the system logs and identified errors 1123, 32056 and 23000 on universal surgical manipulator (usm) 3. Tse recommended performing a hard reboot, disabling usm 3 and proceed with usm 1, 2 and 4, or bringing in the patient side cart (psc) from their other system. Customer performed another hard reboot on the system and when it powered back on the error returned. The procedure was aborted to another dv system with no reported injury.